Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation/ valve leak and/or damage: observed opening assessed as surgical damage. Additional observations: crease fold observed. Wear abrasion observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side "deflation ". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "deflation ". Device remains implanted.